Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03582, 0002648920-2023-00301, 3007963827-2024-00096, 0001822565-2024-01122, and 0002648920-2024-00095. D10 medical devices: tibial block and screws precoat size 5 5 mm thickness catalog#: 00598800526, lot#: 60534032. Modular tibial plate fixed bearing precoat size 5 catalog#: 00598004701, lot#: 62868646. Femoral component option size f catalog#: 00599601601, lot#: 62835028. Articular surface with locking screw size ef 17 mm height catalog#: 00596404017, lot#: 60943356. All poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532, lot#: 62884635. Unknown palacos cement catalog#: 66017569, lot#: 81144418. Unknown palacos cement catalog#: 66017569, lot#: 81144418. G2 foreign source: united kingdom. Proposed component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee procedure. Following the procedure, the patient reported pain, inflammation, swelling, difficulty ambulating, and stiffness. The patient underwent a revision of the knee approximately eight years post implantation. During the revision, instability was noted under the components.